Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided a two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 139105ext accessory electrode coated needle with extended insulation, was being used on 9jan25 and during an ¿intraoral surgery at this facility in which the scalpel tip insulation was misaligned and sparked on the mucous membrane. However, since this facility also uses scalpel tip electrodes made by another company, and since the scalpel tip electrode that was used had been discarded, it was not clear whether the event occurred with a conmed product. We will report this to your company just to be sure. The hospital has refused to provide us with patient information, and it is not available. No further action has been taken for this mucosal injury.¿ per further assessment it was found that it is not known if any fire, flames or arcing were seen. "The doctor explained that the insulator had shifted, so we assume it is the part that shifted and exposed the metal, but it is not definite." The "mucosal injury" was clarified as "the burns were of a degree that would qualify as first-degree burns, but they were not severe enough to require treatment. Therefore, there was no extended hospital stay". The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device 139105ext accessory electrode coated needle with extended insulation, was being used on (B)(6)2025 and during an ¿intraoral surgery at this facility in which the scalpel tip insulation was misaligned and sparked on the mucous membrane. However, since this facility also uses scalpel tip electrodes made by another company, and since the scalpel tip electrode that was used had been discarded, it was not clear whether the event occurred with a conmed product. We will report this to your company just to be sure. The hospital has refused to provide us with patient information, and it is not available. No further action has been taken for this mucosal injury.¿ per further assessment it was found that it is not known if any fire, flames or arcing were seen. "The doctor explained that the insulator had shifted, so we assume it is the part that shifted and exposed the metal, but it is not definite." The "mucosal injury" was clarified as "the burns were of a degree that would qualify as first-degree burns, but they were not severe enough to require treatment. Therefore, there was no extended hospital stay."the procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.